Event description:
It was reported the patient was not getting any effect from therapy. The patient had increased settings from 3.6 v to 4.0 v, which caused pain. The patient was "being zapped" every 10-15 minutes, so the patient decreased settings to 3.4 v. The patient did not change programs on the device at the time. The patient was going to see her physician the next day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that since having the implant, her symptoms had gotten worse and she experienced a loss or change of therapy. No potential event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0199d, implanted: (B)(6) 2012, product type: lead. Product ID 3037, lot# serial# (B)(4), product type: programmer, patient. (B)(4).